Event description:
It was reported that during right ventricular lead revision the atrial lead exhibited decrease in impedances and sensing. The device was programmed vvi. The patient would be monitored.